Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the device's drawer 4.1 as causing power supply not to start. A field service engineer replaced drawer controller and reseated all connections. Preventative maintenance was performed on the device. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system was station showing offline. The customer reported unable to bring station online and that there was able to remove the medication from another station and there are no delay to the patient care workflow. There were no adverse events or injuries reported based on this event.